Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a pump stop that was unable to view in the alarm history on their primary controller. The patient also had a few low voltage alarms in the history; one lasted for 34 total minutes. The green arrows on the controller were very dim, and the controller self-test was barely audible. The controller was exchanged. Both the periodic and event files captured controller clock corrupt events. The reported pump stop was no longer in the log because it was overwritten by new incoming data. The pump stop and total loss of power occurred about 20 days ago. The event file showed the clock was reset on 30jan2024 at 9:01:05. There was one low power advisory on an unknown date (due to the clock resetting), and it appeared to occur when the patient was switching to fresh set of batteries. The event log file ended with a driveline disconnect and pump stop due to the reported controller swap. Related pump stop was reported under manufacturer report number 2916596-2024-00795.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of clock not set alarms was confirmed via log file analysis. The reported event of low voltage alarms, dim pump running light emitting diodes (led), and a barely audible self-test was unable to be confirmed. A review of the event log file contained data spanning approximately 4 days (18jan2000 ¿ 20jan2000, 30jan2024 - 31jan2024, 01jan2000 per timestamp). From the beginning of the log file, clock not set alarms were active. The initial conditions that caused the clock to reset were not captured in the log file due to the data being overwritten. The alarms cleared when the clock was set to an updated timestamp on 30jan2024 at 9:01:05. There were no atypical low voltage alarms active in the log file. A review of the periodic log file contained data spanning approximately 256 days (20may2023 ¿ 10jan2024, 01jan2000 ¿ 19jan2000, 31jan2024 per timestamp). At a time after 10jan2024 at 8:32:56, the clock reset to the default timestamp and clock not set alarms activated. The alarms were active until the clock was updated by 31jan2024, consistent with the event log file. The periodic log file captures events at designated intervals so the onset of the clock reset was not recorded. There were no atypical low voltage alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the patient had a pump stop; however, the data was overwritten in the log file. It was stated that the system controller was exchanged and no equipment was returning for evaluation. The root cause for the reported events was unable to be conclusively determine through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. In addition, it addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.